Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a uvc catheter. The customer reports "the uvc is leaking by the hub."

Manufacturer narrative:
A sample was returned for evaluation. An investigation is currently underway; upon completion, the results will be forwarded.